Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient experienced two pump stops while on wall power which resolved once the patient switched to battery power. Prior to the first pump stop there was a message to connect power and prior to the second pump stop there was a message to connect driveline. There are mild superficial breaks in the integrity of both the white power cable as well as the driveline. An x-ray was obtained but did not present a clear indication of a fracture; however, imaging is challenging to appreciate at the exit site. Technical services (ts) reviewed the log file data and observed several low speed advisories and 4 pump stops due to driveline disconnects on (B)(6) 2020 and (B)(6) 2020. Speed drops were as low as 1500rpm. This type of behavior has been linked to potential issues with the percutaneous lead. Ts reported that these issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or an ungrounded cable until further investigation is completed. The attached x-rays were unremarkable. The log file also revealed a couple of unsustained power/flow elevations that occurred during the low speed and pump stop events. Additionally, the log captured a few yellow wrench alarms and backup battery faults during the low speed events on (B)(6) 2020. Ts reported that those alarms appear to have cleared, but suggested that the customer continue to monitor for additional alarms. Additional information communicated on 22dec2020 reported that technical services was onsite for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable afterwards and the alarms did not return. The patient would be monitored overnight for recurrence of alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental finding of superficial damage to the outer silicone jacket was observed during evaluation of the returned external segment of driveline from (B)(6) . Evaluation of the returned portion of the patient¿s driveline from (B)(6) confirmed damage to the insulation of the brown and red wires, which could have contributed to the low speed operation and pump stoppages captured within the submitted log file. Additionally, superficial damage to the outer jacket was observed during evaluation of the returned portion of driveline. Log file evaluation showed the pump operating above the low speed limit until (B)(6) 2020 when the log file recorded a low speed event at 04:32:18. The pump regained speed on its own and operated above the low speed limit until (B)(6) 2020 when the log file recorded transient low speed operation and pump stoppages between 03:38:17 and 3:46:40. The pump regained speed on its own and operated above the low speed limit through the remaining duration of the log file. The patient was operating on their power module during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue. The patient underwent a driveline replacement on (B)(6) 2020. The returned portion of driveline measured approximately 19 inches. There was rescue tape from approximately 3.5 inches to 5 inches and 7.5 inches to 10 inches from the controller connector. There were cuts in the silicone jacket approximately 4 inches, 5 inches, and 9 inches from the controller connector. The bionate layer was discolored but otherwise unremarkable. There was breakdown in the metal braided shield from approximately 2 inches to 3.5 inches and 7.5 inches from the metal connector. The layers were carefully removed to evaluate the underlying wires. The layers were carefully removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the brown and red wires approximately 6 inches from the controller connector. The remaining wires, as well as the remaining portions of the brown and red wire, were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not conclusively be determined, the observed damaged to the insulation of the brown and red wires appeared to be the result of repetitive flexing in the area of damage. If the exposed conductors of either the brown or red wires made contact with the metal braided shield while the patient was operating on their power module, a short-to-shield could have resulted, causing the low speed operation and pump stoppages observed within the submitted log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 14nov2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.